Manufacturer narrative:
No further action was taken and the lead remains implanted. No further information is available. This report will be updated if more information becomes available.

Event description:
Boston scientific crm received information that, during a routine device replacement procedure, a fracture was observed on this right atrial pacing lead. Noise was noted when lead parameters were measured with a pacing system analyzer. No adverse patient effects were reported.